Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that during dialysis the nurses noticed that the device had a crack on the tip of the venous part. Blood leakage was noticed. The catheter was removed.

Manufacturer narrative:
Since the lot number was not provided a device history record (DHR) review could not be performed. The sample consisted of a permcath catheter that presented signs of use (liquid inside of device). Visual inspection was performed and it was observed that a kind of tape was around of the blue adapter. The venous adapter was reviewed in order to confirm the reported condition and as a result a crack was found on the adapter. An ishikawa diagram was used to determine the potential causes for this event. Manufacturing performs 100% inspection for cracked adapters per procedure. The instructions for use (IFU) states that the customer has to perform an inspection before using the device and over tightening the catheter connections can crack some adapters. The adapter became damaged after being in use for an undetermined amount of time. The reported issue has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations, the adapter returned presented signs of usage and became damaged after being in use. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse. A (B)(4) evaluation and corrective and preventative action (CAPA) were opened to address this failure mode. No further corrective or preventive actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.